Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged air detector. Visual inspection, and air detector testing were performed. The customer problem was not duplicated but found in event log. According to the investigation the pump passed the air detector test and inspection found dents on air detector. The investigation recommended replacing the pump air detector due to being faulty. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited alarms "air in line" with no air present. No adverse effects reported.